Event description:
My son had surgery done on (B)(6) 2020 for pneumonia physician place tracheostomy shiley inner cannula device into his throat. I was back and forth every week taking my son to emergency; finally my son passed away in (B)(6) 2020, have been trying to scan this product q. R. Code, nothing is coming up. Is there still a recall on shiley inner disposable cannula, covidien, my son passed away from device. FDA safety report ID # (B)(4).